Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: 04.001.238s. Lot: l465717. Manufacturing site: (B)(4). Supplier: (B)(4). Expiration date: june 01, 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (b)6) 2021, sales consultant was asked to provide support in the hospital for a right femur diaphysis fracture. Hospital staff requested the equipment for humerus nail, to which the sales consultants responded that said implant is not recommended as a treatment to that fracture. The doctors decided to place the humerus nail in the patient, anyway. The nail they placed was diameter 7 by 290 long. This report is for a 7mm titanium (ti) cannulated humeral nail. This is report 1 of 1 for (B)(4).